Event description:
It was reported that during device check the device was found to have reached a sudden no telemetry condition. It was noted that the magnet mode of 85 beats per minute was still available. Multiple attempts to interrogate the device over an hour duration were all unsuccessful. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further determined that the device was implanted after the use before date.